Manufacturer narrative:
E1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath: small and there was hemostatic valve damage. It occurred during the insertion of catheter into the vizigo¿ sheath. The vizigo¿ was replaced with a new one. After that, the procedure was completed without any problems. The procedure was completed without patient consequence. Additional information indicated that the hemostatic valve is broken. The sheath was being used on the patient at the time of occurrence. No air entered the patient¿s body and blood return was not observed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was hemostatic valve damage. It occurred during the insertion of catheter into the vizigo¿ sheath. The vizigo¿ was replaced with a new one. After that, the procedure was completed without any problems. The procedure was completed without patient consequence. Additional information indicated that the hemostatic valve is broken. The sheath was being used on the patient at the time of occurrence. No air entered the patient¿s body and blood return was not observed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000292 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The dislodgment issue reported by the customer was confirmed. The potential caused of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).